Manufacturer narrative:
(B)(4). Per fsr, the batteries failed three minutes into the operation test causing the unit to shut down. The fsr allowed the unit to remain on and charging overnight. The unit operated to the manufacturer specifications. A terumo trained service provider replaced the faulty batteries. The batteries were disposed of and will not be sent back to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during notice of field correction (nfc), the system shut down with a message of "battery depleted shutdown". There was no patient involvement.